Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they did not lose consciousness; however, they felt delirious while the cgm was "not displaying a correct reading". They stated that when a bg was checked it was "huge points off" from the cgm but they could not remember any values. The patient was transported to the ER by firemen. The patient could not recall any further information about the event and did not know what treatment they received or how long they were at the ER. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.